Event description:
Another MFR reported our product was in use during a pt adverse reaction. The fresenius f200 and f250 were listed. No date of occurrence or other info was provided. Follow up was performed with the initial reporter. According to the initial reporter (the facility supply technician), he had contacted the aforementioned MFR requesting product info for their dialyzer for a pt who, he understood, had an itchy reaction using a fresenius dialyzer. He had no further info and suggested follow up with pt's associated dialysis clinic's nurse manager. According to the nurse manager, this event occurred in a hospital's acute dialysis unit. She stated she believed this occurred sometime in 2014 since the pt had not had any issues this year. She confirmed the symptom was itching and reported the pt was treated with benadryl and solumedrol. She reported the dialyzer was not changed to a baxter dialyzer and she did not know if the symptoms occurred with an f200 or f250 dialyzer. She has no other info. The pt was transferred to her dialysis unit for chronic outpatient treatment where he is using the fresenius 250nre dialyzer. He takes benadryl by mouth (no dosage given) prior to each hemodialysis treatment and has had no further issues with itching. He continues on hemodialysis without issue. No sample is available for return.

Manufacturer narrative:
During investigation it was discovered that the event reported in MDR 1713747-2015-00305 was also reported in MDR 1713747-2015-00304. There was only a single event of patient reaction for this device. All further information and evaluation will be reported as a follow-up to MDR 1713747-2015-00304.

Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. According to the file contact and unit nurse manager, they did not know which dialyzer was in use at the time of the event nor was there a lot number provided. The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of the investigation.